Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2019) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax light mesh (device 1). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax light mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent robotic assisted laparoscopic repair with implant of two 3dmax light meshes (device 1 and 2). Per operative notes, ¿in the right inguinal region, the hernia sac and cord lipoma from the defect was reduced and large 3dmax light mesh (device 1- right) was placed into the abdomen and secured it to the cooper¿s ligament. In the left side, the hernia was reduced from the inguinal space and sac and cord was removed. A large 3dmax light mesh (device 2 ¿ right) was placed into the abdomen and secured it to the cooper¿s ligament.¿ (B)(6) 2021 - patient was diagnosed with recurrent left inguinal hernia with pain thereby underwent robotic assisted laparoscopic repair with implant of synthetic mesh. Per operative notes, ¿a sigmoid colon was incarcerated in the sac and adhesions were reduced. The prior mesh (device 2- left) was migrated medially and scarred. The hernia sac was reduced and synthetic mesh was placed into the abdomen and secured it to the old mesh (device 2- left) with sutures. The fascia was closed and sutured circumferentially.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax light (device #1). Additional emdr was submitted to represent the bard/davol 3dmax light (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax light mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.